Manufacturer narrative:
Investigation conclusion: retention devices for the reported lot were tested with quality control cut off standard (20miu/ml urine). All devices yielded expected positive results at read time and met quality control specifications. Manufacturing batch record review did not uncover any abnormalities. Case details do not indicate if the urine sample was a first morning catch. Per the package insert, very dilute urine may not contain representative levels of hcg. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation pending.

Event description:
The patient's last menstrual period was (B)(6) 2018. On (B)(6) 2018, the patient arrived at the facility with abnormal vaginal bleeding and stated she had received a positive result on an unspecified brand of home pregnancy test. A urine sample was collected and tested a total of three times using two different lots of consult hcg urine cassette tests. The first test was performed on the complaint lot of consult hcg urine cassettes and produced a negative hcg result. Two additional tests were performed on an alternate lot of consult hcg urine cassettes and produced a negative hcg result each time (refer to MDR 2027969-2018-00080). The customer reported interpreting all results at a 3 minute read time but a timer was not used. A serum quantitative test was performed the same day and produced a result of 32 miu/ml. A sonogram was also performed and showed an abnormal pregnancy found in the uterus. Per the customer, the sonogram was considered abnormal due to the fact the customer could not locate a heartbeat and could not determine whether it was a viable pregnancy. On (B)(6) 2018, a follow-up sonogram was performed and it was determined that the pregnancy was not viable. The customer stated that the patient had miscarried and is scheduled for a dilation and curettage (d&c) procedure. There is no information to suggest a relationship between these events and use of the consult hcg urine cassette test. Troubleshooting was conducted with the customer. The customer was advised that a timer should be used and results should be interpreted only at the 3 minute read time.